Event description:
New information received notes that the right atrial lead (ra) continued to exhibit noise resulting in automatic mode switch episodes. The patient would continue to be monitored and their condition was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation showed their right atrial (ra) lead was over-sensing noise causing mode switching. The patient was asymptomatic. Programming changes were made the the leads sensitivity. The patient was stable throughout.

Event description:
New information received notes that programming changes were made to address the right atrial (ra) lead noise issue that was resulting in automatic mode switch episodes. The patient condition was stable and they had no symptoms.